Manufacturer narrative:
The insulin pump was received with intermittent all button responses due to flattened all button dome switches. No unlocked j2 lcd keypad connector during our visual inspection. However, the insulin pump passed all functional testing including idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The insulin pump passed the displacement accuracy test. The insulin pump had cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose level of 748mg/dl and diabetic ketoacidosis. The customer had symptoms such as vomiting and nausea and treated with an IV. Troubleshooting found that the buttons are very hard to press. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. Customer declined any further high blood glucose troubleshooting.